Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed; therefore, a failure analysis is not available and at this time, we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that in 2006 and immediately subsequent to the vaxcel pasv PICC being therapeutically placed in a female patient (age unknown), it was observed that when one side of the PICC was flushed, the fluid came out of the other side of the port. The device was removed from the patient and another replacement device was successfully implanted. There was no adverse affect on the patient as a result of the reported problem.